Event description:
Tbm was advised on (B)(6) 2015 that the programmer "bit the dust", but did not notify the cscs team til (B)(6) 2015. Dealer is stating that the wires have come out and doesn't seem to be repairable.